Manufacturer narrative:
(B)(4). Additional information: the analysis found that the pse60a device was received in good visual condition and with two cartridge reloads present. Cartridge (b) ecr60b, l53z0y was received unfired and in good visual conditions. Cartridge (a), ecr60w, h52t46 was received fully fired and with the cartridge pan detached from the cartridge. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open gastrectomy, the cartridge pan of the cartridge came off and it was left in the jaw after the 5th firing when the cartridge was removed. The device was used on the jejunum. Another device was used to complete the case. There were no adverse consequences to the patient.